Event description:
Center reported a patient having very high glucose levels admitted to hospital with blood glucose 1100mg/100ml. Test strips at home indicated 110-120. Released after 3 days. Same patient readmitted with blood glucose >1500 mg/100ml. Released after 5 days. Has fully recovered.comments: event date 6/20/92 & 7/12/92. Baxter notified:8/4/92 distributor report. Home diagnostics, inc., the manufacturer has been notified. This product was recalled by the manufacturer because the strips could provide falsely low readingsdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data, invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.